Event description:
It was reported that the right ventricular (rv) lead exhibited a pacing impedance anomaly. The rv lead was capped and replaced on (B)(6) 2022. The patient's status was unknown.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was capped and replaced on 8 apr 2022. The patient was stable.

Manufacturer narrative:
Correction: previously reported b5 should have included "high pacing impedance and high capture threshold" and "the patient was stable", previously reported h6 should have been "1291 - high impedance" instead of "2950 - impedance problem", and previously reported h6 should have included "2891 - capturing problem".